Manufacturer narrative:
The device was received for evaluation. During functional testing, a constant reload set prior to set loading occurred. A review of the event history log revealed multiple events of "reload set!" And "set improperly loaded!" Which displays instruction to reload the set on the display. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of "sees set at all times was verified. As a reload set. The cause of the condition was determined to be the force sensor out of calibration. The force sensor requires calibration to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump detects set at all times during routine testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.